Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached when the physician was pulling it through the sacrospinous ligament. The needle was captured inside the capio device.the physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached when the physician was pulling it through the sacrospinous ligament. The needle was captured inside the capio device. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
Visual analysis of the returned uphold vaginal support system showed that the needle was missing from the blue dilator which confirms the reported complaint. Visual analysis of the returned open access capio suture capturing device showed that the handle was cracked.the directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause is that that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the needle detaching was determined to be design.